Manufacturer narrative:
Examination of the submitted device confirmed the screws were loose. The celcon impaction head exhibits deformation from heavy impactions. The overall condition of the device suggests heavy usage. The black celcon impaction head component is intended to be replaced after heavy usage and the metal portion and screws to be reused. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor has loose screws.